Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual investigation: the received device is in a used and worn condition. Especially the tip of the screwdriver is worn (wear and tear / twisted) and deformed from often use. In addition, also the quick-coupling has some deformation. Furthermore, there are some discolored spot¿s visible all over the part. Dimensional inspection: during investigation the length 54.50 +/-0.30mm got measured with the calliper 3-01-19309 (drawing se_022108 revision e), the measure result is within accuracy (54.61mm). Summary: after a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. End of life definition per important information leaflet se_023827, limits on reprocessing: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Device history lot part number: 314.453, lot number: l442322, manufacturing site: haegendorf, release to warehouse date: june 20, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent an orif procedure for distal humeral fractures. During the surgery, the head of the screw was stripped due to the torque of the screwdriver during insertion. As the surgeon compared the screwdriver with another screwdriver, he found that the tip was apparently worn out. He removed the stripped screw and inserted another screw successfully by using the other screwdriver. The surgery was successfully completed with a thirty (30) minute delay. No further information is available. This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 2 for (B)(4).